Event description:
The customer reported that a sample containing anti-k with an igm antibody reacted negative using mts anti-igg card lot# 031506001-03 and 8s738. Customer reported two events involving mts anti-igg card with the pt. The customer initially tested the pt's sample in manual gel. Antibody screen was negative. The sample was recollected and tested in manual gel and on the provue using mts anti-igg card lot# 031506001-03 and 8s738. A negative reactivity was obtained with both methods. The customer confirmed the negative reactivity interpreted by the instrument through visual inspection of the gel card. A total of three mdrs are being filed to account for all the gel cards (devices) involved: MDR# 1056600-2006-00356, 1056600-2006-358 and 1056600-2006-359.

Manufacturer narrative:
The customer did not provide samples for investigation. Mts was unable to verify the customer's complaint. The anti-k identified in the pt's sample is most likely an igm antibody reacting inconsistently in gel. Incident is most likely sample related. Mts anti-igg cards contain igg antibodies, which is not intended to react with igm antibodies. This may explain the negative reactivity obtained in gel card with the sample. However, labeling claims indicate that there is the potential for igm antibodies to react in this test. Some pt antibodies that are igm in nature may react with corresponding antigens in the upper portion of the microtube and be trapped in the top portion of the gel at the time of centrifugation resulting in a positive reaction. This may explain the positive reactivity obtained in gel. No death or serious injury was reported as a result of this event. The pt historical data prompted the customer to perform further investigation, preventing erroneous results from being reported. Nevertheless, if a significant antibody is not detected during antibody screening- or is not identified upon further testing, the pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent is not remote.